Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part #03.010.523, lot #9067764: manufacturing location: (B)(4), manufacturing date: 20.jan.2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for the treatment of a hip fracture. The patient was implanted one (1) trochanteric fixation nail advanced (tfna) nail, one (1) helical blade and one (1) distal locking screw. It was reported that as the surgeon was using the driving cap to insert the nail, he felt that the driving cap was loose inside the threaded hammer guide connector. Therefore, he removed the driving cap and noticed that the threads from the tip of the driving cap were stuck inside the guide connector, where they remain. There were no other fragments generated. Additional instruments were available in the operating room to complete the procedure. The surgery was completed successfully with a five (5) minute time delay due to switching the instruments and the patient was reported to be in stable condition. Concomitant medical products: thread hammer guide connector (part #03.037.120, lot #9761113, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The 03.010.523 lot number 9067764 driving cap was returned and reported to have broken intraoperatively. This condition is confirmed; the threaded tip has sheared off approximately halfway down the threads into the threaded hammer guide connector. No new malfunctions were observed during the course of this investigation. This complaint condition was likely caused by over two years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. The device was manufactured in 1/2015 and is over two years old. The balance of the returned device is in fairly worn condition consistent with use with a hammer. The returned 03.037.120 lot number 9761113 threaded hammer guide connector was received without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. The 03.010.523 driving cap is an instrument routinely used in the tfn advanced proximal femoral nailing system. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.